Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported optical sensor failure alarm. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy on the 6th day there was an ¿iab optical sensor failure¿ alarm generated. Although attempts were made to remove/insert a connector, the error message did not disappear. Arterial pressure was taken from the other place to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
During intra-aortic balloon (iab) therapy on the 6th day there was an ¿iab optical sensor failure¿ alarm generated. Although attempts were made to remove/insert a connector, the error message did not disappear. Arterial pressure was taken from the other place to continue therapy. No patient injury was reported.